Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a battery communication time out. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: date returned to mfg: (B)(6)2024 one device was returned for evaluation. Visual inspection revealed a crack on the top case, right plunger case, and bottom case. Event history log confirmed a battery communication timeout occurred. Functional testing was able to replicate the reported issue; battery communication timeout was found at power up. The root cause was determined to be the interconnect pcb not working as intended. The interconnect pcb was replaced, power up was performed and upload from base to top case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.